Event description:
The patient reported that, while changing the insulin cartridge of her infusion device, she got insulin in the cartridge chamber. She stated that, prior to calling, she turned the infusion device on and let the insulin drain out. During troubleshooting with a company representative, the plunger was detached from the piston rod. The patient was instructed to use a cotton swab to absorb any remaining insulin in the infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.